Manufacturer narrative:
Cracked siderails due to impact damage.

Event description:
It was reported by service report that the head right and head left side rails were damaged with sharp edges with the possibility of fluid ingression that could short out critical bed functions. No pt involvement or adverse consequences are reported.